Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon fired the device and the device produced a complete staple line, but only a partial cut line. The surgeon waited a few minutes and tried to remove the device but the device could not remove due to the partial cut line. The surgeon pulled the device out and tore some of the tissue. Bleeding occurred, but was controlled by sutures. The patient was not given any blood products. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.